Manufacturer narrative:
Investigation: one photo of a close-up of an opened and empty convenience tray in a plastic bag was received and evaluated. It was observed there was a black foreign matter fiber present in the tray. It appeared to be a strand of hair, but it was unclear if the hair was attached to the bag or the wall of the tray from the photo provided. The foreign matter was larger than level 3 in size and was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the packaging process.

Event description:
It has been reported that the syringe 10ml ll tip bulk convenience pak was found with foreign matter before use. The following has been provided by the initial reporter: it was reported a hair was found in a box of syringes resulting in destruction of a total of 63 syringes. Verbatim: (B)(6) 2019 - a hair was found in a box of syringes of lot 9002961, causing us to destroy a total of 63 syringes. The destruction for this product alone will cost (B)(6), not to mention used api and other ingredients.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 10ml ll tip bulk convenience pak was found with foreign matter before use. The following has been provided by the initial reporter: it was reported a hair was found in a box of syringes resulting in destruction of a total of 63 syringes. Verbatim: (B)(6) 2019 - a hair was found in a box of syringes of lot 9002961, causing us to destroy a total of 63 syringes. The destruction for this product alone will cost (B)(6), not to mention used api and other ingredients.